Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be evaluated for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he was attempting to bolus, and when pressing the buttons, the numbers were ramping up and down. The customer also stated that he was hospitalized two to three years ago due to low blood glucose levels. Advised the customer that the insulin pump would be replaced due to the button issue. Nothing further was reported.